Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, polyethylene wear with breakage of the acetabular system and metallosis on the trochanter and the pelvi trochanteric muscles.